Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump stopped insulin delivery and the continuous glucose monitor (cgm) session. Customer stated that the pump did not shut off. In addition, the date was noted to be incorrect. Customer was unsure why the pump date was incorrect. Customer reported blood glucose level was 100-150 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.